Event description:
On 09-aug-2025, the user¿s caregiver reported that during a supply change, no insulin drops were observed during the fill process. Upon removing the cartridge, the caregiver observed insulin leakage. A new cartridge and infusion set were installed, insulin flow was confirmed, and delivery resumed. No blood glucose impact or adverse clinical effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.